Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties encountered. The 18x4.5 mm, concentric, de novo, 90% stenosed target lesion containing a lesion bend between >45 and <90 degrees was located in a severely tortuous and moderately calcified proximal right coronary artery (rca). After introduction on a non-bsc guidewire, pre-dilation was performed with an unspecified balloon. A 20 x 4.50mm taxus¿ liberté¿ stent was selected to treat the lesion but it failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found no defects on the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. On the proximal end of the stent there was visible damage, the stent was stretched and misaligned. The crimped stent was pulled proximally on the balloon resulting in the damaged proximal end of the stent being positioned over the proximal markerband. An examination found that there were various hypotube kinks along the length of the unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).